Event description:
After stent deployment, a perforation occurred and the patient developed cardiac arrest. Finally, complete hemostasis was achieved by pk papyrus covered stent deployment followed by balloon post-dilatation. The next day, the patient developed cardiogenic shock again. Oct demonstrated a well-apposed covered stent and a pinhole perforation of the polyurethane cover. An additional pk papyrus covered stent was deployed over the bleeding point. Hemostasis was confirmed on angiography and oct. Date of event and lot number are not available. The device code is 4065-lack of effect

Manufacturer narrative:
This complaint was identified in a scientific publication of the author takayuki warisawa published by elsevier. Since no product details and no event date are available, no technical investigation could be performed. Also, the product release documentation could not be reviewed. However, the provided publication, the linked angiographic videos, and the still images of the oct runs was reviewed. The angiographic videos show the perforation to be treated and the successful implantation of the affected complaint covered stent. The angiographic videos and the oct of the following day show a rebleeding into the pericardial space. The oct also shows the suspected damage of the cover of the complaint stent. The angiographic videos and the oct do not contain further information regarding the nature of the complaint event. The author of the publication states in his conclusion that studies have demonstrated the feasibility of fenestration of the pk papyrus cover (e.g. For recovering jailed side branches) and concludes with the assumption, that in the complaint event, the severe calcification and/or the stent struts of the previously implanted stent and/or motion of the artery might have had some impact on the damage of the cover. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.